Event description:
It was reported that the pump's usb port appeared charred, causing the charging pins to be bent resulting in difficulties charging the pump. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.